Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for evaluation. A review of the device history records for the explanted devices was completed and no anomalies were noted. This is the final report.

Event description:
The patient reported pain in her right leg and foot. The trial leads were explanted. The patient is reportedly doing well.